Event description:
It was reported that this right ventricular (rv) lead shock impedance has gradually increased and has reached out of range measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This rv lead remains in service. No adverse patient effects were reported.